Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was implanted one week ago, the therapy worked for 2 days. On (B)(6), the patient noticed therapy was not working. The patient attempted to increase and that caused pain, emt came and assisted patient to decrease stimulation. Since christmas, therapy had not worked for the patient. The patient was unable to go to bathroom, had to push on abdomen. Currently the patient was on program 3 at 3.5 volts with no pain and no symptom relief, and no stimulation sensation. If the patient increases stimulation, it causes the patient pain. The following symptoms were loss of bladder control. The patient indicates there was no known accident or incident related to this complaint. Adverse bowel was noted. The event occurred since implant. The patient had gas and cramping that were painful and asked if this was normal. The patient was dissatisfaction with their hcp (healthcare provider) service. The hcp implanted the patient 2 days before christmas and no one was in office to help patient on monday when patient went in. Although later in call, the patient said a woman in the office did adjust her therapy settings and it was unknown what changes were made. Nurse provided setting from implant while on call with patient as program 3 at 2.0 volts. Caller mentioned the patient lost 20 pounds in the past 2 months and has had a lot of problems in the past 2 months. Appears to be speaking of the initial symptoms/pre-existing condition as ins (stimulator) was just implanted 1 week ago. At program 3 on 2.0 volts, the patient was not feeling stimulation. Caller increased to 2.3 volts. The patient can feel stimulation comfortably. The patient had an appointment scheduled for this friday and will be scheduling future appointment with representative. The patient was back to original programming with slight increase of amplitude. It was mentioned that the patient was not on any pain medication, and patient service overheard that the patient has been on celebrex since prior to implant. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0q4mj, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4)